Manufacturer narrative:
Additional information has been requested and if received will be providing on a supplemental report.

Event description:
The surgeon reported to our sales rep. That the label on the outer package did not match the label on the inner package (100mm statt 105mm). Further it was reported that this occurred during surgery and that replacement product was available.